Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. The customer indicated that after cleaning the device, it worked again. Should additional information become available, or the evaluation is completed, a follow up report will be submitted.

Event description:
The customer reported to olympus the camera head image failed. The reported issue occurred during preparation of use for an unknown procedure when the connection cable had been ¿run over by a trolley.¿ it was indicated that the device was still functional and proceeded with use for the procedure. During the procedure the image failed. There was no patient/user harm or injury reported due to the event.